Event description:
End user was struck by a motor vehicle while crossing the street in a motorized wheelchair. End user reports not wearing the seat belt. End user was reportedly hospitalized as a result.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. The end user was struck by a motor vehicle while crossing the street and operating the power wheelchair without wearing the seat belt.